Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the stylus did not align with the cursor on the touch screen and therefore, the bezel shield assembly was replaced and it was further noted that the stylus tip was loose but functional and the stylus was replaced and calibrated as a preventive. Additionally the hard drive was reconfigured and the software was reloaded and updated. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the stylus of the programmer was unable to line up with the cursor on the display screen even after recalibrating. The programmer was returned for repair. There was no patient involvement.